Event description:
Pt was undergoing pta of right iliac artery due to 99% stenosis which was causing claudication. "The stent was advanced into position, however, upon advancing it, it appeared that the very distal portion of the stent was partially deployed. The stent was fully deployed using a standard deployment system seemingly without difficulty, however, on attempt to retract the system, it appeared that the sheath delivery system had sheared and was still in position. At this point, it appeared that the stent was partially deployed into the distal aorta at the origin of the right common iliac and part of the stent was in the external iliac. The stent, therefore, appeared to have fractured." It was retrieved in its entirely and there was no pt harm. The device was turned over to the MFR's rep for examination.